Event description:
Physician assistant (pa) (B)(6) reports that the patient (pt) came into the emergency department for intravenous (IV) diuretics and will be admitted. Date of admittance or current length of emergency department stay is unknown. Pa (B)(6) also reports that the pt was recently admitted for a central line infection (previously reported) and is about 2 weeks out. Dates of admittance and discharge or length of hospitalization is unknown. Pa (B)(6) advised that the pt still has needles connected from hospital discharge and it appears that they have not been changing their central line. Pa (B)(6) stated that nurse clinical educator assistance for refresher teaching may be helpful. Registered pharmacist advised that the pharmacy will reach out to the nurse clinical educator team to request they follow up with the pt. No further info, details, or dates available. IV remodulin pt via cadd solis pump. Pulmonary arterial hypertension.